Manufacturer narrative:
The field service engineer changed the probe set, changed the halogen lamp, and performed a decontamination of the fluidic system. He cleaned the cooling unit, sample compartment, and reagent compartment since these were dirty. He changed valves. He ran precision studies. The customer states that the instrument is working well after these actions. Device subassembly = cooling unit, sample compartment, and reagent compartment.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated they received erroneous results for 5 patient samples tested for gluc3 glucose hk (glu) and chol2 cholesterol gen.2 (chol) on a cobas integra 400 plus (i400+). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The first sample initially resulted as 162 mg/dl accompanied by a data flag for glu. The sample was repeated twice, resulting as 91 mg/dl and 90 mg/dl. The second sample initially resulted as 182 mg/dl accompanied by a data flag for glu. The sample was repeated, resulting as 91 mg/dl. The third sample initially resulted as 104 mg/dl accompanied by a data flag for glu. The sample was repeated twice, resulting as 203 mg/dl accompanied by a data flag and 104 mg/dl accompanied by a data flag. The fourth sample initially resulted as 146 mg/dl for chol on (B)(6) 2016. The sample was repeated twice, resulting as 276 mg/dl accompanied by a data flag and 147 mg/dl on (B)(6) 2016. The fifth sample initially resulted as 201 mg/dl for glu. The sample was repeated twice, resulting as 99 mg/dl and 99 mg/dl. The patients were not adversely affected. The glu reagent lot number was 12478101, with an expiration date of 04/30/2017. The chol reagent lot number was 16682301, with an expiration date of 05/31/2017.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The calibration and quality control data were within acceptable ranges. No hardware or software issue could be identified. A system contamination could not be excluded as a root cause. After troubleshooting and decontamination the instrument performed as specified.